Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of noise with noise reversion, a loss of capture, and a decrease in sensing threshold were noted on the right ventricular lead. The lead was capped and replaced. The patient was stable and will continue to be monitored.